Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was used with an unknown 6fr pigtail catheter. While using the pigtail to guide the was into the appendage, a very small pericardial effusion was caused. The patient was asymptomatic so the procedure was continued. A 24mm watchman laa closure device was successfully implanted without issue. Three hours post procedure, the patient presented with a drop in blood pressure and a larger pericardial effusion was observed. Pericardiocentesis was to be performed; however, the physician inadvertently put the drainage catheter into the right atrium instead of the pericardium. This was noted during a contrast injection an hour and a half later, after a liter of blood was withdrawn from the right atrium, leaving an 8fr hole. The family refused surgery. They put a second catheter in the pericardium to drain the new effusion. The next morning, it was further reported that the patient was stable. She had been extubated and was off pressors.